Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the device was sent to biomed shop with a note stating system error. Although requested, additional information was not provided. During a non-bd investigation, the following troubleshooting steps were performed by the biomedical engineering technologist: the device was attempted to turn on with battery power, but it will not turn on. It was then plugged in, turned on, and a visual message "very low battery" was displayed. Device error log was downloaded, but there was nothing to indicate a system error. In review of the event log it was noted a recent battery discharge event without prior low/very low battery alarms with a time/date stamp of (B)(6) 2020 at 10:18:33am, just prior to when pcu was sent to biomedical engineering.

Manufacturer narrative:
The customers reported issue of battery discharge is attributed to battery capacity over-estimated. Physical inspection of the device noted the instrument seal broken. The right iui was observed with damaged ribs and dried fluid residue on the contact pins. The front case screen was observed with severe crazing. The power cord was observed to be from a third party. No anomalies were observed with any of the electrical components. Review of the pcu event log identified a ¿battery discharge¿ (lb3) alarm without prior battery warnings that occurred on (B)(6) 2020 at 10:18:33 am. Log analysis performed by software engineering determined the missed low battery warning occurred as a result of a known software related issues associated to tracker ID#16418 (battery capacity overestimation from mingling data from two consecutive discharge cycles). Functional testing after battery conditioning was performed found the ¿as received¿ device alerting for ¿battery low¿ (lb1), ¿very low battery¿ (lb2) and ¿battery discharged¿ (lb3). Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 24jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 17jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s complaint of battery discharge is attributed to battery capacity over-estimated associated with tracker 16418.

Event description:
It was reported that the device was sent to biomed shop with a note stating system error. Although requested, additional information was not provided. During a non-bd investigation, the following troubleshooting steps were performed by the biomedical engineering technologist: the device was attempted to turn on with battery power, but it will not turn on. It was then plugged in, turned on, and a visual message "very low battery" was displayed. Device error log was downloaded, but there was nothing to indicate a system error. In review of the event log it was noted a recent battery discharge event without prior low/very low battery alarms with a time/date stamp of (B)(6) 2020 at 10:18:33am, just prior to when pcu was sent to biomedical engineering.